Event description:
It was reported that the device could not be interrogated and there was no magnet response. The patient had come to the office complaining of a shocking sensation. It was further reported that there was no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the device confirmed the no output and no telemetry condition. The device did not meet expected longevity. The device lasted less than 99.9% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device. There is no evidence to indicate a problem with the battery. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.